Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws did not work properly and "got stuck" during the procedure. No other details are available at this time.

Manufacturer narrative:
(B)(4). Date of follow-up report : 10/05/2015. The investigation found the device to function normally and within specifications. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated.